Manufacturer narrative:
While there is no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a propex pixi apex locator was giving incorrect measurements. No injury occurred.

Manufacturer narrative:
All received measuring cables successfully passed incoming inspections upon receipt and final inspection before being sent out. The inspections were conducted based on ansi z1.4, aql-1.5%. The mentioned lot# (22040111266) is the work order for the device production and packaging. The lot# of the associated cable is: 21060106846. This cable is one of 1000 cables (0.1%) and the first to be reported since 2021. During the following visual and electrical testing, no failure was detected. Therefore, it is considered as accidental and unrepresentative case and only replacement of the items is required. The failure rate is within the acceptable control level- ansi z1.4, aql-1.5%.